Event description:
It was reported that the spinal portion of the catheter was replaced as the desired effect was not obtained and the physician wanted to move the catheter tip to a higher level. They also did not have good csf (cerebrospinal fluid) backflow. During the surgical procedure, the catheter tip was place in the cervical area. They planned to prime the new spinal segment of the catheter and significantly decrease the patient¿s dose. The device system was delivering clonidine, bupivacaine, and morphine. It was later reported that the patient was doing fine following the procedure.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).